Event description:
Per the clinic, the patient experienced an irritation when using the device and subsequently was treated with two types of oral antibiotics, one on (B)(6), 2023 and another one on (B)(6), 2023. (Specific duration not reported).

Event description:
Per the clinic, the patient experienced an infection at the sound processor site.